Event description:
It was reported that, while in use on a patient an 840 ventilator generated an oxygen sensor failure. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and found that there was not a problem with the oxygen sensor. The alarm logs revealed that the oxygen supply to the ventilator was insufficient. Se was not able to duplicate the reported event. No parts were replaced. The unit passed all testing and operated within the manufacturing specifications.